Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed displacement test, active current test and selftest. Unit failed sleep current test. Unexpected battery power loss not confirmed. Low battery alert less than 1 week not confirmed. Blank display not confirmed. Power error detected alarm due to j6 connector resistance issue. High sleep current isolated to pcba 1.

Event description:
The customer reported via phone call that the insulin pump had a blank display in the past. Blood glucose level at the time of the incident was not provided. Customer stated they have replaced the battery several times but the display did not return. Customer called back after getting a replacement battery cap as the issue was not resolved. Customer completed troubleshooting. The customer agreed to return the device for analysis.